Event description:
It was reported that the device will not grasp tissue under pressure. The surgeon stopped the case due to not having a backup device and not wanting to convert to open. The case was rescheduled and completed on 07/08/2008. No further patient information was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The facility risk management has not released the device, therefore, the device has not been returned for evaluation and the complaint's event could not be verified. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the event could not be determined from the information available and without device evaluation.